Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm4) due to error 32056. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that error 32056 occurred on universal surgical manipulator (usm4) during system setup. The user was informed that the fault might recur if recovered and was asked if they could continue using three arms, which they could not. The user aborted to another dv system to continue with the procedure as planned. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. System logs found error 32056 indicating fault on the usm axes controller, arm (aca) failed to initialize i2c device, confirming the fault occurred in the field. No issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where automatic gain control (agc) current test was found to be failing on the pitch searchlight flat flex cable (ffc). Once testing was completed, the pitch searchlight ffc was tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical defect of the pitch searchlight ffc of the usm.

Event description:
Refer to h11 for follow-up information.